Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: according to the surgical technique guide, attempting to bend the fixed cross-connectors past the maximum bend angle can result in immediate breakage of the connector. This was further confirmed in a previous mar for similarly fractured cross connectors that the fractured cross-connector that stated the fracture was a result of ductile bending overload. Conclusion: the probably root cause of both cross-connector fractures is due to excessive bending.

Event description:
It was reported that; in surgery the connectors were broken during bending. Other connector was used and finished the surgery.

Event description:
It was reported that; in surgery the connectors were broken during bending. Other connector was used and finished the surgery.